Manufacturer narrative:
(B)(4). Concomitant medical products: persona femur trabecular metal cruciate retaining (cr) catalog # 42502806002, lot # 64339760; nexgen all poly patella catalog # 00597206526, lot # 64774827; persona articular surface fixed bearing cruciate retaining (cr) catalog # 4252200041,0 lot # 64425860; headed screw 48 mm length catalog # 00579104100, lot # 64306448; headed screw 48 mm length catalog # 00579104100, lot # 64744162; patella reamer blade with pilot hole 26 mm diameter single use only catalog # 00597909526, lot # 64704876; 2.5 mm female hex screw 25 mm length catalog # 42509902525, lot # 64937354; depuy cmw bone cement catalog # 3322-040, lot # 9552288. Report source: (B)(6). Customer has indicated that the product will not be returned because it was scrapped. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2021-02791, 3007963827-2021-00222 . Discarded

Event description:
It was reported patient underwent a revision procedure seven months post implantation due to pain and swelling. During revision procedure, surgeon noted clear synovial fluid, but that synovium was inflamed and sent tissue biopsy¿s for evaluation. He also noted that there was very little bone in growth in the tibial base plate and femur prosthesis. Attempt for further information has been made, but no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Visual evaluation of the provided pictures shows femoral and tibial implants covered with tissues. Tibial was missing one of the pegs and damages look like happened during explanations. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. X-ray review indicates anatomic alignment of the right knee arthroplasty. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.